Event description:
It was reported that the procedure was to treat a left internal iliac artery. An 8x60mm armada 35 balloon was inflated once and ruptured at 4 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Because it is unknown if the armada 35 was prepared outside the anatomy prior to use, it should be noted that the armada 35 instruction for use (IFU) instructs to prepare the pta catheter prior to use with mixture of contrast medium and normal saline to purge the device of all air. It could not be determined if failing to prep the device prior to caused or contributed to the reported difficulty. Based on the information provided, the reported material rupture appears to be due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with anatomy or associated devices. There was no report of leaks noted during preparation for use, suggesting that the balloon damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.